Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the ins was occasionally heating slightly, the cause for this event was unknown. The device was still in use and no further issues have been reported.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the ins slightly heated during a charge ¿in these days¿. Before the event occurred, the device never heated. The patient was concerned about this, but was relieved being told the recharger has safety functions and the ins slightly heats. The device settings were unknown. No x-ray images were available. Telemetry data will be obtained on a later date. It was unknown if there were any external contributing factors. No diagnostics or troubleshooting was performed. No interventions or actions were performed. The issue was not resolved at the time of this report. The rep did not think that the event was a defect issue, as the ins usually heats a bit during a charge. No surgical intervention occurred nor was planned. The physician¿s observation regarding severity was not severe. The patient was alive with no injury. No further complications were reported or anticipated.